Event description:
Customer reported poor image quality compared to other 2800's. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the aec cable and tightened all ground connections. System operates as intended. (B)(4).